Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2014 with the following findings: the keypad cover was found to be peeling at the contrast symbol. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during testing. All keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under any button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.